Manufacturer narrative:
Per the clinic, the abutment was removed under a general anaesthetic on (B)(6) 2018.

Manufacturer narrative:
This report is submitted on august 2, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced persistent infections at the abutment site. Abutment removal has been scheduled however it is unknown if it has occurred as at the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
The product details in sections have been updated. This report is filed on december 11, 2018.